Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was determined to be the downstream occlusion (dso) sensor. However, the cause of the dso sensor being defective is unknown. As a result, the dso sensor will be replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a constant alarm. There was unknown patient involvement, no patient injury was reported.